Event description:
Reported via journal article - figure 9 it was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post procedure, it was discovered on computed tomography (CT) imaging and transesophageal echocardiogram (tee) that a 11mm peri-device leak was present lateral to the watchman device. This leak was closed with a non-boston scientific plug. No other details were reported.

Manufacturer narrative:
Bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003.